Manufacturer narrative:
There was a total of 6 screws containing 3 separate part number/descriptions initially implanted on (B)(6) 2017. It is unknown which belongs to the alleged defective device. 63035-30; polyaxial posterior screw ø3.5mm x 30mm (ti-6al-4v eli). 63035-16; polyaxial posterior screw ø3.5mm x 16mm (ti-6al-4v eli). 63035-30; polyaxial posterior screw ø3.5mm x 14mm (ti-6al-4v eli). An evaluation is not possible at this time. The implant(s) have not been returned nor has the identifying lot number(s) been provided. Upon the receipt of additional information and/or the suspect implant(s) a follow report will be submitted. No other information or correspondence has been provided. The solanas posterior stabilization system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. Device implants include a range of sizes of bone screws, hooks, rods and bridge assemblies to provide the versatility required for the specific conditions listed in the indications section. The components in the solanas posterior stabilization system can be linked to the components in the zodiac® polyaxial spinal fixation system offered by alphatec spine using the axial rod connectors, parallel rod connectors or transitional rods. The implants are manufactured from surgical grade titanium alloy ((B)(4)) with an electrolytic conversion coating. All hooks components are intended for fixation/attachment to the cervical spine only (c1-c7). Pedicle screws and offset connectors are limited to fixation to the upper thoracic spine only (t1-t3) in treating thoracic conditions only. These screws and offset connectors are not intended for placement in the cervical spine. It is intended that the implants be removed after successful fusion.

Event description:
Alphatec general counsel received a product liability claim on march 6, 2020. The claim alleges that a patient sustained damages as a result of the failure of defective hardware and required revision surgery on (B)(6) 2019. The hardware at issue is alphatec cervical pedicle screws. The solanas posterior cervico-thoracic fixation system was initially implanted on (B)(6) 2017.